Event description:
Additional information received. The suspected device has been received by the manufacturer. However, analysis is still underway. No other relevant information has been received to date.

Manufacturer narrative:
Product analysis of suspect product in under way.

Event description:
It was reported that the patient's vns depleted from 50-75% to 0-8% within a couple of months. The device was replaced and is being returned for analysis. The device has not been received to date. No other relevant information has been received to date.

Event description:
Additional information received. Product analysis was completed and reviewed. Based on the review, the generator functioned as intended.